Event description:
The rptr noted: "during the implantation of the first screw in a tlif (transforaminal lumbar interbody fusion) of l5-s1 surgery, the screw became disengaged with the driver shaft. The driver shaft was changed to the other in the set, and the surgeon experienced the same problem. The surgeon tried combinations of different driver shafts and different pineapple handles, as well as the straight handle, but the screw continued to disengage from the driver. The surgery was delayed for 45 mins due to this issue. There was no injury to the pt."

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.